Event description:
Related manufacturing reference number: 2017865-2022-05898. It was reported that a patient's right atrial and right ventricular lead exhibited low pacing impedance after they were implanted and interrogated. The physician replaced the leads and the patient was stable after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of low impedance was confirmed. As received, a complete lead was returned in one piece for analysis. All tines were intact, and no anomalies were noted. Electrical testing found shorts between the conductors. Visual inspection and x-ray examination of the lead found the kinked/damaged outer coil consistent with procedural damage. Destructive analysis found the damaged inner insulation at the same region of the damaged outer coil. The cause of the reported even was isolated to the damaged insulation found on the lead.